Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect stat ck-mb results for one patient (74 year old male treated in the emergency department) when compared to the result from johnson and johnson dry chemistry method. The following data was provided: initial result on architect 2.9 ug/l, repeat 3.0 ug/l. Normal range 0 - 5.2 ug/l. Initial result on johnson and johnson dry chemistry method was >300 u/l, repeat >300 u/l, repeat 1:5 dilution 565 u/l. Normal range 0 - 16 u/l.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using retained kits of reagent lot 65876un22 and panels which mimic patient samples. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no deficiency for lot number 65876un22 was identified.